Manufacturer narrative:
Event site telephone: (B)(6). The initial reporter was the biomedical service. Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the circlip had popped and it was no longer present in the groove of the spring arm. We decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury.

Manufacturer narrative:
The initial reporter was biomedical service. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the circlip had popped and it was no longer present in the groove of the spring arm. We decided to report the issue in abundance of caution as headlight detachment and fall may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).